Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels on (B)(6) 2024 and (B)(6) 2024 of 53 mg/dl. The low bg causes were not known. The customer received third party assistance from a friend and an ambulance, who provided carbohydrates, food and water to address low bg levels. Recommendation was made to consult with a healthcare provider to discuss diabetes management.